Event description:
It was reported that during a routine service of the ventilator a very small leak from the o2 gas module was observed as soon as the gas was connected. Performed pre-use check passed without deviation. There was no patient involvement. (B)(4).

Manufacturer narrative:
The oxygen gas module which regulates the inspiratory oxygen gas flow to the patient has been replaced and returned for investigation. The reported leakage was reproduced and tests revealed that the delta pressure transducer, which is part of the flow measuring in the oxygen gas module, on a printed circuit board inside the oxygen gas module was broken. The cause for the pressure transducer failure was a leakage around the pressure transducer's cap. To improve the strength of the bond adherence, the manufacturer of the pressure transducer implemented an improved cap attachment epoxy and removed a portion of the green glaze in the cap attachment bond line. This change was implemented in week 38 of the year 2009. The faulty pressure transducer was manufactured before this change. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will cause failures in the pre-use checks tests and the generation of alarms during ventilation.